Event description:
It was reported that customer experienced damaged usb port on pump, which prevented connection to the device. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.